Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the cervical ins was burning at the device location. The device stopped accepting a charge approximately six months after implant. The explant date was reported at 2015 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that ins was implanted with the ins to relieve their cervical pain. The device worked properly for approximately six months. Around (B)(6) 2014, this device also began to experience battery charging difficulties and causing a painful burning sensation at the battery site. This device remains implanted in the patient¿s body.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type recharger. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 22014, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient had their implantable neurostimulator (ins) explanted on (B)(6) 2017 due to unknown problems. The patient told the manufacturer representative that the system didn¿t work. It was reported that the patient started experiencing a burning and shocking sensation a year after the device was implanted on (B)(6) 2014. It was noted that the patient¿s ins had been turned off and they weren¿t using the device. The manufacturer representative stated that the patient didn¿t complain of having any burning or shocking when the device was turned off. The patient¿s physician decided against explanting the leads because they were cervical leads and there was a concern about scar tissue in the area, which would have made it very difficult to completely remove the leads. The ins was disconnected from the leads using a wrench and the leads were capped using boots. The issue was resolved at the time of the report. It was noted that the products would not be returned for analysis as they were given to an attorney. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain and non-malignant pain.